Event description:
It was reported that during a percutaneous nephrostomy, the suture wire of the device was broke. The 90% stenosed target area was located in the kidney. A flexima regular apdl was selected and advanced to drain the target area; however, it was noted that the suture wire was unable to bend and could not shape the catheter pigtail. When the physician tried to bend the device twice, it was then noted that the suture wire was cut. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous nephrostomy, the suture wire of the device was broke. The 90% stenosed target area was located in the kidney. A flexima regular apdl was selected and advanced to drain the target area; however, it was noted that the suture wire was unable to bend and could not shape the catheter pigtail. When the physician tried to bend the device twice, it was then noted that the suture wire was cut. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the unit returned presents the suture separated of the catheter. The catheter extrusion presents the pigtail is correctly formed and the suture holes ripped which evidenced handling. The suture was received cut in two parts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).